Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending angle in the ¿up direction and the play of the up/down knob did not meet standard values due to wear of the angle wire, the adhesive on the bending section cover had a white clouded area, water removability did not meet the standard value due to the clogged nozzle, the control unit was discolored, the universal cord was scratched, the protector of the universal cordon the scope connector side had a scratch, and the electrical contact of the endoscope connector had a discolored area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address name: 20-2 kuroda, toshintanakanokiri, kisogawa-machi (documented here due to character limitation in respective field)

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had a foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material to remain due to deviation of the reprocessing method from the instruction manual. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.